Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The technical service center of ocsm inspected the device and confirmed the following; the device has not been repaired in the past year. There was defect in the insufflation, the flow rate was not displayed, only 0 was displayed, due to a failure of the manifold unit. Omsc concluded that the flow rate was not displayed because the insufflation could not be performed due to the failure of the manifold unit. The exact cause of the failure of the manifold unit could not be conclusively determined, because the device has not been returned to omsc. However, it may have been caused by an accidental failure, because six years have passed since the device was manufactured. In addition, the electro-pneumatic proportional valve may have been damaged by accidental failure, because six years have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the co2 gas flow rate was not displayed on the front panel. The user used the device to complete the intended procedure, laparoscopic surgery. The device was used with an olympus video system center otv-s190. The patient was not yet anesthetized when the reported front panel malfunction occurred. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) sales & marketing (ocsm) and found that the electro-pneumatic proportional valve was damaged and an air leakage occurred.